Event description:
Tip of babcock dislodged during laparoscopic appendectomy. Surgeon attempted to find the tip looking through laparoscope, and using x-ray with no luck surgeon enlarged incision to accomodate the hand to retrieve piece (size 1" x 1/4").